Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "surgeon seated final broach, performed final reduction. Upon removal of broach, 'the trunnion' sheered off of the broach. As a result, the broach handle was not able to be reattached. The broach had to be removed using vice grips and mallet."